Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Explant date): (B)(6) 2019. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5124707/7043634, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent an explant procedure due to bleeding in an unknown location.